Event description:
The pt received a scs system on (B)(6) 2005. It was reported on (B)(6) 2011 that the pt complained about pocket pain due to the size of the ipg. The ipg was replaced with a smaller model.

Manufacturer narrative:
Results: analysis was not performed due to the nature of the reported event. Conclusion: ipg was received without visible anomalies on the can. The event cannot be performed through product analysis testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.